Event description:
It was reported that the loaner device was wet when it was received by the manufacturer facility. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event. The user facility who returned the device to the manufacturer did not report any leaking.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. The reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint systems.